Event description:
The customer reported that the system exhibited 'charging errors' upon system start up and failed to boot to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system battery charger was evaluated and replaced. System power supplies were also replaced as part of the service call. The system was tested and found to be working as intended and returned to service.